Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
The customer reported an overinfusion of fentanyl. The nurse found the system to be off, and restarted all channels with what she believed to be the correct rates. Approximately one hr later the fentanyl drip was unexpectedly found empty, with approximately 50ml infused. It was determined that the channel had been running at 50ml/hr instead of 3ml/hr as ordered. A second channel was found running at 3ml/hr but was intended to be at 50ml/hr. The pt was already on a ventilator at the time of the event. He was alert and oriented, but agitated; he had been sitting up in a chair earlier that day, then was sedated for about 3 hrs after the overinfusion but his vital signs remained stable and there was no lasting effect. The customer believes that the switched programming was due to human error when the nurse re-programmed the infusion after the channels were found off. No additional pt or event info was provided.